Event description:
It was reported that the patient had the implantable neurostimulator (ins) changed out because the previous ins was not in the right spot and was not stimulating the right area. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3587a, lot# l93908, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).